Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged cosmetic damage located at the battery tube and retainer ring found on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, broken battery tube threads, retainer knit line damage, corroded battery tube and minor scratches on lcd window.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the device.